Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss was reported. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced the signal loss as an intermittent issue from (B)(6) 2024. The patient lost consciousness. Shortly after signal came back, her husband saw a cgm reading which was 2.2 mmol/l in the follow app. The patient wasn't responding, her daughter was nearby and came to her home to assist the patient. The daughter treated the patient with jellies, fruit juice and she recovered rapidly. At the time of the report the patient was feeling fine. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined.